Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The valve was detached from the sheath during the procedure. The user facility replaced the device with a new device to finish the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, drawings, dimensional verification, documentation, manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. One used/damaged kcfw-8.0-38-55-rb-raabe was returned with an inserted dilator. The flare did not appear to be distorted. The flare dimension was tested using a go/ no-go flare gage and passed; thus confirming the flare was made to specification. The dimension of the connector cap was measured using a pin gauge and was found to be out of specification. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, it is feasible to suggest that the sheath separated from the valve due to the device being manufactured with an inappropriate sized connector cap. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
The valve was detached from the sheath during the procedure. The user facility replaced the device with a new device to finish the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.